Event description:
It was reported that inappropriate high voltage therapy was delivered. The device was reprogrammed to resolve the event. The patient was stable with no adverse consequences reported.